Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported dissection remains unknown.

Event description:
During a ventricular tachycardia (vt) ablation procedure, a dissection occurred requiring surgical repair. While mapping the vt in the right ventricle, the user decided to proceed to the left side and went retrograde aortic and mapped the left ventricular outflow tract and the left ventricle. The ablation catheter was unable to advance past the descending aorta. It was then decided to go up with a j wire and see if there was a dissection; contrast revealed nothing abnormal. The user then went back up with the catheter and had difficulty getting around the aortic arch, but ultimately got to the cusps. An ice catheter revealed a flap, and it was determined there was an aortic dissection. The procedure was abandoned, and the patient was transferred to surgery for repair of the dissection.